Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode approximately four months ago. The sam episode was not available to technical services (ts). Additionally, there was a spike in pacing impedance on the right atrial (ra) channel a couple of days after the sam episode occurred. The impedance was high out of range but decreased and remained within range after. It was noted that there were noisy signals on the ra channel when programmed to bipolar and was able to be recreated. It also was noted that the device was reprogrammed to unipolar on the ra channel on the day of the sam episode. Additionally, there was an inappropriate atrial tachy response (atr) episode due to farfield oversensing of the ventricular signals on the atrial channel on the day of the call. The plan is to reprogram the device to address the farfield oversensing. Ts stated that they would likely keep the current programming for the ra channel to unipolar but to discuss with the physician. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode approximately four months ago. The sam episode was not available to technical services (ts). Additionally, there was a spike in pacing impedance on the right atrial (ra) channel a couple of days after the sam episode occurred. The impedance was high out of range but decreased and remained within range after. It was noted that there were noisy signals on the ra channel when programmed to bipolar and was able to be recreated. It also was noted that the device was reprogrammed to unipolar on the ra channel on the day of the sam episode. Additionally, there was an inappropriate atrial tachy response (atr) episode due to farfield oversensing of the ventricular signals on the atrial channel on the day of the call. The plan is to reprogram the device to address the farfield oversensing. Ts stated that they would likely keep the current programming for the ra channel to unipolar but to discuss with the physician. The device remains in use. No adverse patient effects were reported.